Event description:
It was reported that during a prostatectomy, polysorb 2/0 threads were used for hemostasis, the needle became loose during the formation of the knot, and the suture broke while being removed from the retainer or while preparing the suture prior to the patient incision, the suture break occurred in the middle. These issues necessitated the use of several threads to establish the hemostasis point, and other identical suture threads were used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gl-123, gl-123 polysorb* 2-0 vio 75cm v20 x36, (lot #a4g2035y) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.